Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions and generator interface boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an x-ray disabled error message and they had to use an alternate system to complete the case. There is no report of patient injury.